Event description:
Peripherally inserted central catheter (PICC) line was placed. When removing the guidewire attachment from line, the hub cracked on the PICC line resulting in the line needing to be pulled.